Manufacturer narrative:
(B)(4). Concomitant medical products: r/b rloc lhole shl 54mm sz 24, pn 11-106054, ln 666350; cer bioloxd mod hd 36mm -3 nk, pn 12-115120, ln 041860; tprlc 133 type1 pps ho 11.0, pn 51-104110, ln 2556699. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as they remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02538, 0001825034-2017-02539, 0001825034-2017-02540.

Event description:
It was reported that patient started experiencing nerve pain approximately four years post implantation. No revision surgery has been scheduled or done to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.